Manufacturer narrative:
(B)(4). Angina and restenosis are known adverse events as listed in the xience v instructions for use. Although a conclusive cause for the reported pt effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. All stent delivery systems are subjected to a 100% visual inspection. In addition, a qc audit inspection is used to verify the product quality.

Event description:
Device issue: none. Adverse event: restenosis requiring intervention. Time of adverse event: approx 4 months after the procedure. It was reported via trial that on (B)(6)2010, the pt underwent stenting in the predilated first obtuse marginal with one xience v stent and in the predilated proximal left anterior descending (lad) artery with one xience v stent. On (B)(6)2010, the pt experienced angina with exertion and at rest. The pt underwent diagnostic coronary angiography with subsequent revascularization of the lad for in-stent restenosis via percutaneous coronary intervention on (B)(6)2010. The pt was discharged on (B)(6)2010 and the pt's condition resolved. There was no adverse pt sequela. There was no add'l info provided.